Manufacturer narrative:
It was reported by the doctor that the patient sought medical attention with a dermatologist and was given a cream for the reaction. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that a patient had experienced irritation, friction and pain after wearing the high pull headgear.